Manufacturer narrative:
Notification was received on november 3, 2015 indicating that the part had been returned to the service & repair department on september 15, 2015. Service & repair evaluation: the customer reported the inner screw was missing. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on november 5, 2015 for further evaluation. Product investigation summary: the complaint condition is confirmed as the device was received with a screw missing. The returned device was manufactured in october, 2006 which was prior to the changes that had been implemented in the design/manufacture. Since the implementation, there have been no similar complaints with tensioners manufactured after the increase of the fork assembly torquing force. The current design was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation shows that this device is intended for tensioning the wire in the distraction osteogenesis (do) ring system. This system is for the treatment of long bone fractures (open and closed) of adult and pediatric patients that require external fixation. This information is provided per the distraction osteogenesis ring system. The returned tensioner was received missing a screw. The remainder of the instrument was received intact. Minor wear, associated with wear/tear on a multiuse instrument, was noted. As this device is not intended to be disassembled, the complaint condition is confirmed and consistent with the reported condition of ¿missing component/feature¿. A review of the current design drawing and the drawing revision at the time of manufacture was performed. A design change order revised the drawing in march, 2013 to increase the tightening torque between the reaction fork and the main body to prevent loosening and falling apart of the instrument. The change also added a spiralock thread specification to give additional holding/retention support. Thus, as the device was manufactured prior to the design change, the complaint condition is likely a result of the design. The current design was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that a tensioner was missing an inner screw. There is no additional information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes manufacturing location was discovered upon service history attempted review: a service & repair history/maintenance review was attempted. The investigation of the complaint articles indicates that the: part no: 03.311.001, serial/lot no: (B)(4), no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 17-oct-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.